Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer five was failed to open. A field service engineer (fse) replaced the position sensor and retractor band to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition ¿one of the drawers won't open¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that full height drawer 5 failed and replaced position sensor and retractor band. The replacement passed the hta. The report was closed. During dchu visual inspection: pn 353844-01: signs of thermal damage were observed on the copper strands during visual inspection, no other anomalies were observed. Pn 151612-11: signs of overheating such brownish coloration and bubbles around the cable connectors were observed, no other anomalies were detected. During dchu testing: pn 353844-01: no dchu testing was required due to the thermal damage observed during visual inspection. Pn 151612-11: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint ¿one of the drawers won't open¿ was due to short between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and compromised the drawer proper functionality. Alongside an overheated ¿pcba pos snsr hh sl cubie¿ which compromised the proper drawer position reading.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the drawer failure was due to shorting between adjacent copper strands in the retractor assembly, causing thermal damage, along with an overheated position sensor board that impaired accurate drawer position detection and functionality. There were no adverse events or injuries reported based on this event.